Event description:
The customer reported a variance between the inratio inr result and the lab inr result. The caller reported that the inratio results were 'consistent 1.6-1.9' and the lab inr=5.3. The exact dates and times of events were not available. Patients therapeutic range is 2.0-3.0.. The caller indicated that the patient was hospitalized for hypercoagulation and she thinks that the patient was administered vitamin k. When the patient was discharged, the doctor sent the patient to another home health agency for care. Medwatch report received by alere (B)(4) on 5/12/2015. Medwatch report states multiple nurses/monitors used. Only one serial number was provided. No information as to the number of results or lot(s); no lot number(s) were provided.

Manufacturer narrative:
No lot number was provided by caller. Further investigation cannot be pursued without this information. It is indicated that no product is being returned. This issue, discrepant low results, will continue to be tracked and trended.